Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 122 mg/dl. The customer stated that the chemical spill on lcd screen. The customer reported that chemical spill making it hard to read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched and stained on lcd window and case. No traces of moisture were noted at electronic or motor assemblies per visual inspection.